Manufacturer narrative:
The marksman microcatheter was returned for evaluation. As received, the marksman was damaged near the distal tip. Proximal to the damage, a section of the marksman showed stretching damage with a tear in the tubing jacket. Further proximal was a section of accordion damage. An in-house mandrel was inserted through the marksman tip and hub and became stuck at the damaged locations. Based on the investigation and customer's photo, the complaints were confirmed. The tear on the stretched marksman indicates tubing material partially separated when pulled exceeding the tensile strength of the tubing material. It is possible that the severe tortuous anatomy and the damage to the pipeline may have contributed to the reported issue. However, the causes for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. Per marksman instructions for use: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the microcatheter against resistance may result in damage to the microcatheter, or the vessel.

Event description:
(B)(4) (covidien) received report of marksman separation. The patient was being treated for an unruptured, fusiform aneurysm in the left ophthalmic internal carotid artery (ica). The vessel was severely tortuous at the aneurysm location. Continuous heparinized saline flush was used during the procedure. The marksman was navigated over the aneurysm. A flow diversion device was navigated without friction, then deployed distal to the aneurysm and needed to be resheathed to be placed correctly. The flow diversion device was only partially deployed, but could not be resheathed. The flow diversion device and marksman seemed to be blocked together and had to be removed completely. After removal, the marksman appeared to have accordion damage at the distal end and appeared to have a hole 5cm from the tip. The patient was treated with a new flow diversion device. There was no report of patient injury as a result of this event.